Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. The ra pacing measurements were turned off. Most recent lead tests were in range. Currently, this ra lead remains in service and no adverse patient effects were reported.